Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/10/2017 with the following findings: during investigation, the keypad was found to be intact; no damage was observed. All of the keypad buttons were found to function appropriately during testing. The keypad cover was removed and no contamination was found under the button contacts. The pump was opened and no intermittent conditions found on the keypad flex connector. The complaint of a keypad response issue was not confirmed or duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging a button/keypad (tactile changes/unresponsive) issue. There was no health consequence to the patient associated with the reported incident, and no medical treatment or health care provider intervention was required. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.